Event description:
It was reported that the patient had an inappropriate. The system was explanted and replaced with a transvenous system. This is considered a serious injury as surgical intervention was required. There were no additional adverse patient effects.